Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with the keypad slightly delaminated. The lens was found pitted and scratched. The device was tested by the delivery accuracy test, visual inspection and the event log was reviewed. The customer's concern regarding the failed calibration was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Upon power up of the pump the pump alarms for service due. Clock record indicates clock days are past specification. Clock battery will be replaced as service maintenance. The lens and the overlay were found to be damaged and were replced.

Event description:
Information was received that this smiths medical cadd legacy pump, failed calibration and required service. It was reported that there was no patient involvement.